Event description:
It was reported that manipulation under anesthesia was required due to stiffness.

Manufacturer narrative:
The associated complaint devices were not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The clinical medical investigation concluded that no relevant clinical medical information was provided to conduct a thorough medical assessment. Should any additional clinical information be provided this complaint will be re-assessed. Without the actual product involved, our investigation cannot proceed. If the devices or new information is received in the future, these complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.